Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and alarmed motor error. The customer stated that the screen was faded and was hard to read. The customer was assisted with motor error troubleshooting. The customer's blood glucose was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. Customer reported that the insulin pump was able to rewind and that the alarm history did not indicate more than one motor error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Fading display when pressing the buttons due to moisture damage on lcd board. Unable to confirm motor error alarm or perform the displacement test, prime test, occlusion test and no delivery test due to display anomaly. Motor passed motor test. The insulin pump had cracked battery tube threads, reservoir tube lip, stained end cap sticker, stained address or serial number label and minor scratched display window.